Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscope examination revealed that the first cylinder had a hole at corner of a fold in the middle of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The leakage test revealed that the first cylinder had a leak at corner of a fold in the middle of the cylinder. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test. Functional test revealed that the pump failed the activation test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the reservoir had wear at fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for the mechanical issue and the hole/perforation was most likely determined to be the leak at the corner of a fold in the first cylinder from the functional test performed; therefore, a conclusion code of cause traced to component failure.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.